Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient lost consciousness, the details leading up to this are unclear. The patient¿s cgm reading was 115 mg/dl and the bg meter was reading 40 mg/dl. The patient was unable to recall who called the ambulance for her. Once emergency medical services (ems) arrived, the patient was treated with ¿glucose¿. The patient was transported to the hospital and regained consciousness in the ambulance. At the hospital, the patient had a CT (computed tomography) scan done. The patient was also treated with calcium, vitamin d, antibiotics, and insulin. The patient was discharged home 2 days later. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.